Event description:
During initial implant procedure, the guidewire was unable to advance into the left ventricular (lv) lead. A new lv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece without a guidewire. The guidewire insertion/ removal test was performed, and found the guidewire was unable to advance inside the lead at the middle region. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event was isolated to the inner coil being clogged with blood.